Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the patient has an allergy to the antibiotic cover on the catheter which caused shock (even when pulled out). Patient put on emco (due to cardiac arrest and acute shock). It is reported that the patient regained consciousness.

Event description:
The customer alleges the patient has an allergy to the antibiotic cover on the catheter which caused shock (even when pulled out). Patient put on emco (due to cardiac arrest and acute shock). It is reported that the patient regained consciousness.

Manufacturer narrative:
Qn# (B)(4). Additional information received: the patient had anaphylaxis. The test result for ige was 3000. No other antibiotic was used during the treatment. The patient was male, 59 years of age, with hypertension and diabetes. The customer reported a confirmed allergic reaction while placing an anti-microbial coated cvc catheter; however, it was not confirmed that the patient had a specific allergy to the contraindicated substances for this device: chlorhexidine (chx), silver sulfadiazine and/or sulfa drugs. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user under the "contraindications" section "the arrowg+ard blue antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine acetate, silver sulfadiazine, and/or sulfa drugs." The IFU instructs the user about using chlorhexidine-containing compounds and that "if adverse reactions occur after catheter placement, remove catheter immediately." In addition to the IFU, the "information-contents" label supplied with these kits contains the same statement in regards to contraindications for this catheter. The customer reported a confirmed allergic reaction while placing an anti-microbial coated cvc catheter; however, it was not confirmed that the patient had a specific allergy to the contraindicated substances for this device: chlorhexidine (chx), silver sulfadiazine and/or sulfa drugs. A device history record review was performed on the catheter manufacturing process and no relevant findings were identified. Based on the information available, it cannot be determined whether the allergic reaction was due to the teleflex catheter. Teleflex will continue to monitor and trend for reports of this nature.